Event description:
Damage to pump housing and usb port was reported, impacting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to put the pump into storage mode and return it using a pre-paid label. The pump was still under warranty, and technical support planned to send a replacement.